Event description:
It was reported that the warming device alarm will not stop. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure and front cover, cracked tank cover, outdated printed circuit board (pcb) and power switch. Functional testing found the fluid level alarm triggered by the float switch is constantly sounding. The root cause of the reported issue was found to be a malfunctioning pcb. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. Operator of device and UDI are unknown, no information provided to date.